Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed all functional testing, including the impedance calibration test, defib/pacer stress testing, bench handling, and defib cycling. An internal inspection resulted in no findings. Review of the device's log history showed that the user powered off the device and powered it back on multiple times in under 10 seconds. In order to reset the pacing settings, the device needs to shut off for at least 10 seconds. Per the r series operators guide, if the unit was not turned off and less than 10 minutes have elapsed since the pacing mode was last used, reactivating the pacer mode causes pacing to resume immediately at the previously selected ma and ppm settings. The device appears to be functioing as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), when the device' was switched from monitor to pace, the device started to pace without adjusting the milliamps. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.